Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. It was reported that both the time and date were incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2015 with the following findings: during investigation, a review of the pump black box confirmed the time and date reset to default settings after a battery change. During testing, the pump was exercised for 24 hours and the time and date reset when the battery was removed. The pump case was removed and corrosion was found underneath the internal clock battery. Unrelated to the complaint, investigation revealed a dim and fading display.